Event description:
The pt experienced new pain at the device site and no stimulation. The pt had a surgical pocket revision on (B)(6)2010. The pt had reprogramming done (B)(6)2010 which resulted in good coverage. The pt's outcome was reported as "no injury".

Manufacturer narrative:
(B)(4)